Event description:
The event is reported as: complaint reported by end-user as the following: "we had a incident with a 7.5 oral nasal tube on august twenty-seventh. From talking with the reporting nurse, it sound like there was a hole in the cuff. And she does not believe there was any permanent patient harm". Nurse description - "the story is that one of our patients needed to be intubated. Once the tube was placed in the patient, it had a leak. I am told that the tube was checked before placement. The patient was paralyzed and the leak was not an issue, but one the patient started waking up, they had to be reintubated." No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.